Manufacturer narrative:
(B)(4). Reported event was confirmed via the visual examination of the returned product which identified that one of the locking rings is looser than the other two; it appears less threaded than normal device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(Common device name): trinica(r) anterior cervical plate system, trinica(r) select anterior cervical plate system. (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the locking cap could not be screwed and detached from the plate. The plate was removed and replaced with an alternate to complete the case. There was no reported patient harm.